Event description:
Cutaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 9 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("several physical complaints developed"), impaired quality of life ("patient is being impeded in her normal daily functioning") and injury ("patient is suffering from injury"). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, adverse event, impaired quality of life and injury outcome was unknown. The reporter considered adverse event, impaired quality of life, injury and medical device removal to be related to essure. The reporter commented: after essure insertion, several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed on (B)(6) 2016. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-jul-2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 6-feb-2007, the patient had essure inserted. On (B)(6) 2016, 9 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("several physical complaints developed"), quality of life decreased ("patient is being impeded in her normal daily functioning") and injury ("patient is suffering from injury"). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, adverse event, quality of life decreased and injury outcome was unknown. The reporter considered adverse event, injury, medical device removal and quality of life decreased to be related to essure. The reporter commented: after essure insertion, several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed on 17-jun-2016. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-jul-2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 876 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 16-jul-2018: after lam internal review it was noticed that we already have a case in our database of the same patient with the same source (bnl-2016-nl-000934, central case number: (B)(4)). Therefore this case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with f/u information. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.